Manufacturer narrative:
Cont. E.1: phone number (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma and capsular contracture baker grade unknown" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "implant rupture and contracture" baker grade unknown. Later healthcare professional reported "constant pain and pressure, with severe deformity, capsular contracture baker grade iii-IV, rupture" and cd30(-), cd45(-). Healthcare professional later reported "intracapsular rupture of the retropectoral implant", "interposition of echogenic fluid between the capsule of the implant and the fibrous capsule in the retropectoral bed" and "single proliferative mastopathic plaques predominantly in the parareolar region" confirmed via ultrasound. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as an unidentified (tear) opening. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ cyst: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "implant rupture and contracture" baker grade unknown. Later healthcare professional reported "constant pain and pressure, with severe deformity, capsular contracture baker grade iii-IV, rupture" and cd30(-), cd45(-). Healthcare professional later reported "intracapsular rupture of the retropectoral implant", "interposition of echogenic fluid between the capsule of the implant and the fibrous capsule in the retropectoral bed" and "single proliferative mastopathic plaques predominantly in the parareolar region" confirmed via ultrasound. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d.9, h.6.

Event description:
Healthcare professional reported "implant rupture and contracture". Later healthcare professional reported "constant pain and pressure, with severe deformity, capsular contracture baker grade iii-IV, rupture" and cd30(-), cd45(-). Healthcare professional later reported "intracapsular rupture of the retropectoral implant", "interposition of echogenic fluid between the capsule of the implant and the fibrous capsule in the retropectoral bed" and "single proliferative mastopathic plaques predominantly in the parareolar region" confirmed via ultrasound. This record is for the left side. Device has been explanted.